Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 24 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The cones were tightly wrapped with no signs of pressure applied. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found distal tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-nov-2020. It was reported that the device failed to cross the lesion. The target lesion was located in moderately calcified and tortuous distal right coronary artery. Following predilitation with a non-boston scientific balloon, a 24 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Dilation was done at high pressure and the procedure was completed with another stent. No patient serious injury or adverse event were reported and the patient's status was stable. However, device analysis revealed stent damage.